Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip to support the weight of the circuit and prevent the cannula being dislodged. Method: the two complaint cannula were received and were visually inspected. The second cannula was received with tape round the connection between the cannula tubing and the swivel connector. Results: visual inspection of the first complaint cannula revealed that the tubing had become detached from the swivel connector. The swivel connector was tested and found to be fully functional. Visual inspection of the second cannula revealed no defects once the tape was removed. The swivel connector was firmly attached and did not detach when manipulated. Conclusion: the observed damage to the first cannula is most likely the result of pulling on the cannula tubing with undue force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: - ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. - cannula can become unattached if not used with the head strap clip. - attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: - do not crush or stretch tube, to prevent loss of therapy. - failure to use the set-up described above can compromise performance and affect patient safety. Our optiflow production team has been notified of this failure. They have carried out an internal investigation of the manufacturing process and production staff have received additional training to ensure they are following the correct assembly procedure.

Event description:
A hospital in (B)(6) reported that the interface of two opt944 nasal cannulae broke where the tubing attaches to the breathing circuit. In one case the patient briefly desaturated to around 85% spo2. The hospital confirmed that there was no patient harm as a result of the disconnection.

Manufacturer narrative:
(B)(4). The complaint cannulae are currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the interface of two opt944 nasal cannulae broke where the tubing attaches to the breathing circuit. There was no patient consequence.